Event description:
Healthcare professional (hcp) reports a cracked header on reuse number 12 noted during pt use. Estimated blood loss is unknown. The crack was noted to run along the thread of the header but across several threads. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.